Manufacturer narrative:
Device is combination product. Promus element, mr, ous 2.75 x 28 mm stent delivery system was returned for analysis. A visual examination of the stent found that the proximal end of the stent was damaged, with stent struts lifted. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. Stent damage most likely occurred during withdrawal attempts. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2019. It was reported that advancing difficulty occurred. Vascular access was obtained via the right femoral artery. The concentric, de novo target lesion with significant bend of >45 degrees was located in the mildly tortuos and mildly calcified right coronary artery. After engaging the lesion with a 6f guide catheter and crossed with a 0.014 guide wire , dilatation was performed with a 2.25mm diameter balloon. A 2.75x28mm promus element drug eluting stent was advanced but failed due to angulation. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage .